Event description:
Additional information showed, the patient was re-educated on recharging at their (B)(6) 2011 appointment. Shocking was not reported at that time. At the conclusion of the appointment, it was stated the patient was "doing fine."

Event description:
It was stated that the battery charge level and depletion were inconsistent. The day prior the battery showed half full in the morning and later in the day it was depleted. That night the patient charged the device fully and the next morning used it for 3-4 hours. The battery then showed only 1/8 depletion. Since the beginning of (B)(6) 2011, the patient has had to increase the charging frequency. The device used to require recharging every 4-5 weeks, then it went to every two weeks, and within another week the recharge interval was only two days. There was no fall/trauma associated with the event, however, it was noted that the patient had a CT scan on (B)(6) 2011. The patient also felt a warm sensation during recharging and at one point had to stop recharging due to heat. He waited two hours and recharged for a while, again stopping due to heat. He did not notice if the temperature screen was displayed. It was further reported that the patient experienced a shocking/jolting sensation while the stimulation was turned on. He didn't want to turn the device off because his pain symptoms were too severe. Any interventions and outcome are unknown. Further information is being requested at this time.

Manufacturer narrative:
Lead: model unknown, lot# unknown, implanted: (B)(6) 2008. Extension: model 37081, serial# (B)(4), implanted: (B)(6) 2008. Extension: model 37081, serial# (B)(4), implanted: (B)(6) 2008. Programmer: model 37743, serial# (B)(4). Recharger: model 37752, serial# (B)(4).